Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's glucose reached 17 mmol/l (306 mg/dl) while wearing the pod. Multiple corrections were administered using the pod, but the patient¿s bg levels did not decrease and the patient was unsure if the cannula was properly inserted into the skin. No information on how the hyperglycemia was treated.